Event description:
(B)(6) study. Same case as 2134265-2010-03405. It was reported that following a carotid artery stenting procedure the patient experienced hypotension. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 15.0 mm long with a 6.5 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 30%. During the index procedure, the patient experienced hypotension. The patient was treated with medication and the event was considered resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).